Manufacturer narrative:
Device evaluated by MFR: the device is not returning for evaluation as to date it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during insertion of an intraocular lens (iol), when the screw in mechanism was turned, the lens immediately, forcefully ejected out of the cartridge and caused small damage to the iris. No significant damage to eye structure was reported. No intervention for the iris damage. Iol remains implanted. Attempts made for product return for the device, not available. No further information available.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes section d9: date returned to manufacturer: 22 march 2022 section h3: device evaluated by manufacturer: yes device evaluation: the complaint preloaded device was received inside of a specimen cup. No lens was received as part of this return. No additional materials were received as part of this return. Visual inspection under magnification revealed that the plunger rod was received with the plunger rod in the advanced position. The external assembly was inspected and no assembly issues were identified. However, the plunger rod tip could be observed to be bent. No iol was receive as part of this return therefore, no product evaluation could be performed on the lens. The complaint issue "delivery issues" was not confirmed. However, the observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.